Event description:
Medical engineer checked the vent and operator diagnostics, when finished he found the manometer indication was minus 10 cmh2o. Does it have as possibility that peep 10cmh2o meant actually 20cmh2o? He felt that the peak pressure inidication didn't match the calculation at that time. A letter has been sent to the distributor requesting additional info concerning the reported event and the status of the unit.